Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the defective/faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to during preparation for use their olympus evis exera iii video system center displayed multiple error codes (b30, e204, e216) when connected to any scopes. This report is being submitted for the b30 error. There was no patient death, harm or injuries reported with this event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. During the inspection it the service center confirmed the reported event due to defective printed circuit boards. The service center also noted a corroded programmable in-put processor (pip) connector, with heavy corrosion noted on the bottom of the chassis. It was also noted the label was unable to be scanned, the front panel is faded ad replaced a sticky main switch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.